Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge tubing was missing from the cartridge when a new cartridge package was opened. A new cartridge was successfully loaded to address the event. The customer's blood glucose level was 116 mg/dl.